Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Moisture damage also found on motor. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to blank display. Unable to verify missing segments/partial display due to blank display. Unit had stripped battery cap (p) at coin slot area, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level above 350 mg/dl, which was first treated with a manual injection. Customer reported that she was also severely dehydrated. The customer reported that she removed the insulin pump about thirty minutes before the emergency room visit. Customer also reported that the insulin pump had a button error alarm after she was pushed into a swimming pool with the device on. Customer stated that water was visible under the display. Blood glucose level at the time of that incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.